Manufacturer narrative:
The device was not returned for evaluation. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. For cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. For skin irritation, there was no erythema and no edema observed on the skin test. For sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. The test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the device/sample has been returned and a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using a comfort hard-soft bite splint (lower). According to the information provided by the doctor, the patient experienced itching in the cheeks and lips the first week (unknown date) she wore the device. Upon experiencing the reaction, the patient was advised to stop wearing the device. The patient has no known allergies.